Event description:
During a ventricular tachycardia procedure, an effusion occurred when mapping was being done with the tactiflex ablation catheter se at the apex of the left ventricle. The tactiflex ablation catheter se had 100g of contact force in the apex of the left ventricle, with the impedance rising from 140 to 280 ohm twice.the first time this occurred there was no decrease in blood pressure, so mapping was resumed, but the issue occurred again. This time the patient became hypotensive, and an echocardiogram showed an effusion. Surgery was performed and the patient is now stable. No rf was performed at the location of the effusion. There were no alleged performance issues with the tactiflex ablation catheter se.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.